Event description:
It was reported to philips that system would not boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirm that system was unable to start. Review of the system log file confirmed the malfunction in x-ray pc as the connection between x-ray pc was lost and it didn't react. Upon troubleshooting rse restarted the system two time; but still the issue persisted. To resolve this issue, fse went onsite and r replaced x-ray pc and hard drives. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.